Event description:
It was stated that the nurse stated that arctic sun device "powered off" on its own. They made sure all the connections were secure and re-booted the device, but wanted to call and report it to us. They confirmed the device was plugged into a medical grade wall outlet. They confirmed there are no back up devices at her facility. They might want to kept a close eye on this arctic sun device and send it down to biomed when therapy was complete.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
¿Upon further review, bd has determined that previous MDR report was initially reported in error with 5 day reportable and tab g report type updated to 30 day reportable¿. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device sample was not returned.

Event description:
It was stated that the nurse stated that arctic sun device "powered off" on its own. They made sure all the connections were secure and re-booted the device but wanted to call and report it to us. They confirmed the device was plugged into a medical grade wall outlet. They confirmed there are no back up devices at her facility. They might want to keep a close eye on this arctic sun device and send it down to biomed when therapy was complete.

Event description:
It was stated that the nurse stated that arctic sun device "powered off" on its own. They made sure all the connections were secure and re-booted the device but wanted to call and report it to us. They confirmed the device was plugged into a medical grade wall outlet. They confirmed there are no back up devices at her facility. They might want to be kept a close eye on this arctic sun device and send it down to biomed when therapy was complete. Per additional information via phone on 28dec2023, nurse confirmed that patient completed therapy with no further issues. A biomed had come to the floor after therapy completion and ran a functional check on unit. No issues found and device has remained in use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was stated that the nurse stated that arctic sun device "powered off" on its own. They made sure all the connections were secure and re-booted the device but wanted to call and report it to us. They confirmed the device was plugged into a medical grade wall outlet. They confirmed there are no back up devices at her facility. They might want to keep a close eye on this arctic sun device and send it down to biomed when therapy was complete. Per additional information via phone on 28dec2023, nurse confirmed that patient completed therapy with no further issues. A biomed had come to the floor after therapy completion and ran a functional check on unit. No issues found and device has remained in use.